Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer stated, the uwit does not support a 3g-sdi signal which is output from otv-s300. Therefore, it is determined that the 3d image could not be displayed on lmd-x310st. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: - important information ¿ please read before use - transmitting function of hdtv video signal over radio frequency channel, when using the hd-sdi input connector for the wireless transmitter - a paired wireless transmitter and receiver can transmit a 1080i (60/50 hz) digital hdtv video signal over radio frequency channels - 3.4 connection of the wireless transmitter and the video system center, since the wireless transmitter supports hd-sdi signal, select hd-sdi output in the video output selection of the video system center. If the other than hd-sdi is selected, the video signal doesn¿t send over the wireless connection. In addition, in the instruction manual of otv-s300, the following is described. - 4.3 editing the system setup, in case of selecting ¿3g-sdi¿, the 2d image of hd-sdi signal is always output when connecting the endoscope not corresponding to the 3d observation. Complaints of this nature will continue to be monitored and trended per olympus procedures.

Manufacturer narrative:
No device was returned for evaluation; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, it was reported the facility was able to get a 3d image on the primary monitor but the visera elite ii video system did not get an image on the secondary monitor when connecting an endoeye and using the wireless transmitter unit (uwit-tx/rx). No patient injury or harm was reported.